Event description:
It was reported that during a bowel resection procedure, no staples were delivered when the instrument was activated. A new instrument was opened to complete the case. There was no reported patient consequence.